Manufacturer narrative:
(B)(4). The reported condition of a broken pump head module (phm) on channel a was confirmed during product evaluation. The assignable cause was not identified. However the phm on channel a was replaced to correct the reported condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The biomed technician reported a colleague infusion pump with a broken pump head module (phm) on channel a. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. (The user interface module software version is 5.08.92)